Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode and the helix was distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage and the lead was stretched. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered for noise on the right ventricular (rv) lead electrogram (egm). An apparent fracture was noted. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.